Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Pump was reset with assistance from technical support, the malfunction did not recur after the reset, customer was advised to continue using pump and to call back if any malfunction alarms returned.